Event description:
No additional information regarding the patient and / or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: product received on: 13aug2020. Investigation / evaluation: (B)(6) systems in the united states informed cook that on 02jul2020 an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub. The user was performing a drain replacement, and after the device was placed, he could not flush or aspirate the catheter and noticed leakage. A new device was placed to complete the procedure without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned the used 6.3 fr catheter and one used 8.5 fr catheter. The customer informed cook that the catheter that was replaced was also returned. There is no alleged malfunction on the 8.5 fr device. The 6.3 fr catheter was returned as a whole device. The mac-loc lever is open. There are 2.5 to 3 adapter threads showing and the distance between the cap and the hub was measured and determined to be out of specification. A leak test was performed, and there is leakage at the cap-to-tubing interface. The tubing rotates within the cap. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Cook could not review the DHR due to lack of lot information from the user facility. Review of the sales records to the user facility over three years prior to the date of event could not sufficiently narrow down the lot number. Since potential nonconformances and additional complaints from the complaint device¿s lot could not be confirmed, there is no evidence that additional nonconforming product from the device lot exists in house or in the field. Based on the device failure analysis, cook confirmed the complaint device was manufactured out of specification. A CAPA was previously opened to address this issue. The CAPA investigation determined root causes and implemented corrective actions in the form of a gap gauge and retraining. Due to an unknown lot number, it is unknown whether or not the complaint device¿s lot was manufactured prior to implementation of those actions. Based on the information provided, the examination of returned product and the results of the investigation, the cause of this failure is manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: lead CT tech. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an appendicitis drainage. When the physician placed the drain however, it then would not flush or aspirate. When attempting to flush, leaking at the base of the hub was noted. The leaking catheter was removed and replaced with a similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d4 - catalog #/rpn. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.